Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on past investigation results, a likely mechanism causing the tissue pad to peel might be the following: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical instrument rubber pad at the tip peeled off after a few minutes of use (less than 10 times). The event occurred during using in a laparoscopic cholecystectomy procedure. There were no reports of patient harm. The piece did not fall into the patient cavity; no medical intervention was required. The procedure was completed with an olympus back-up device.